Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
After investigation updating report for the following: report is being updated from implant fracture to implant removal due to screw fracture. Product name was changed from osseospeed tx 4.0s - 8 mm to abutm. Screw des. 3.5/4.0 m1.6. Product catalog number changed from 24940 to 24449. All codes initially reported are correct; additionally adding code 568 for the component code.